Event description:
It was reported that shortly after implant, the patient experienced high impedances and a lack of stimulation sensation. A revision was planned. Additional information has been requested from the hcp, but was not available as of the date of this report.